Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to the right ventricular (rv) lead oversensing noise. There was no pacing inhibition reported and therapy was not exhausted. It was noted, since the last check, the rv pacing impedance decreased from around 365 ohms to around 310 ohms. It was determined this rv lead had insulation damage. The decision was made to explant and replace this rv lead. No additional adverse patient effects were reported. The lead remains in the hospital's possession.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The lead was returned severed 138 mm from the terminal pin. Two segments were returned; however, it appeared the mid-body segment of the lead was not returned. Microscopic inspection noted the trilumen insulation had webbing damage between all three lumens approximately 285 to 302 mm from the terminal pin. The insulation in the areas was slightly flattened. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.